Event description:
It was reported that during a procedure to treat a de novo lesion in the mid to distal right coronary artery (rca) with 90% stenosis, an asahi light 300 cm guide wire was advanced. A 2.0x15 non-abbott balloon catheter was advanced without resistance and pre-dilatation was performed. A 2.75x18 rx xience xpedition stent delivery system (sds) was advanced without resistance and implanted in the distal rca. A 3.0x12 rx xience xpedition sds was loaded onto to the asahi light guide wire and resistance was felt between the sds and guide wire. After the guide wire exited the rx port, the sds became stuck and could not advance any further on the guide wire. Reportedly, the 3.0x12 rx xience xpedition sds did not enter the patient anatomy. While removing the sds from the guide wire, resistance was felt and the tip of the sds sheared off and separated from the sds and remained on the guide wire outside of the patient anatomy. The separated tip was removed from the guide wire and the asahi light guide wire was withdrawn from the patient anatomy and replaced with a new guide wire. A new same size rx xience xpedition stent was implanted to treat the mid rca. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide catheter: rbu. Stent: 3.0x12 rx xience xpedition. The 3.0x12 rx xience xpedition stent referenced, is being filed under a separate medwatch report. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.